Manufacturer narrative:
There was no patient present. A medtronic representative went to the site to test the equipment. A planned maintenance was performed on the system. The software was upgraded and system checkout showed that the equipment was fully functional. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that while the surgeon was selecting points for pointmerge registration the system re-booted itself to the blue screen. The mouse was responsive but the system stayed on the blue screen. The rep had to perform a hard reboot of the system. After performing the hard reboot the system functioned as it should. No patient was present when the issue occurred.